Manufacturer narrative:
Concomitant product(s): hospira 100ml bag 5% dextrose, ndc (B)(4), lot 57-079-jt, exp. 9/1/2017, therapy date unk. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a suspected over-infusion of octreotide 500 mcg in 100 ml d5w, stating "the ICU reported the rate was increasing on the pump." The intended programming parameters were not provided. The nurse removed the IV line from the patient and there was no report of patient harm. Although requested, no other event details have been received.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection noted the device to be in fair condition and the instrument seal was not intact. The only anomalies noted were that the platen¿s upper hinge post was broken and the upper plastic rivet was missing. Both iui connectors were slightly dull. Analysis of the pcu event log showed pump module s/n (B)(4) was initially programmed to infuse octreotide 500mcg/100ml (drugid 446) at 4:37pm on (B)(6) 2016. To the time the module was channeled off at 2:33am on (B)(6) 2016, the total volume infused was recorded as 168.648ml. Functional testing was performed and found the device to be delivering fluid within specification. There were no anomalies observed with the returned primary set (model 2420-0007) and there were no leaks observed from the set. The root cause of the reported overinfusion is believed to be due to a broken platen post at the top hinge. A broken platen upper hinge post can cause intermittent unregulated flow depending on how the platen sits when the door is closed.